Manufacturer narrative:
B5: upon follow-up, it was reported that three weeks ago from the date of receipt of this report, the patient was recovered from the event and has been discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was treated with amikacin (intraperitoneal, for 4 days, discontinued, dose and duration were not reported) and vancomycin (intraperitoneal, for 4 days, discontinued, dose and duration were not reported) for peritonitis. Four days after the event onset with the culture result, the patient was treated with ciprofloxacin (intraperitoneal, for 6 days, discontinued, dose and duration were not reported) for peritonitis. Ten days after the event onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Eleven days after the event onset, the patient's peritoneal catheter was removed and patient was shifted to hemodialysis. No additional information is available.